Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: when disposing the product, the needle cover was detached and needle stick injury occurred. It was reported that no health hazard occurred. Additional information added on 8/28/2019: the safety shield detached from white collar when the safety shield was flipped up. The medical staff used without the safety shield for a patient. After that, needle stick injury.